Event description:
It was reported by the healthcare provider (hcp) that there was a confirmed motor stall and motor stall recovery recorded in event logs due to an MRI or another medical procedure. No dates were provided. Drug: unknown.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).